Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. A system check with tandem¿s technical support indicated that the pump, cartridge, and infusion set functioned as expected. When the user loaded a new cartridge, a cartridge alarm 5 (pressure out of range) occurred. The user successfully loaded a new cartridge and resumed insulin delivery. The user's blood glucose (bg) level ranged from 220 mg/dl to 249 mg/dl. The bg level would be addressed by the user changing the cartridge and delivering insulin via the pump. Reportedly, the cartridges the customer used were expired.